Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced low impedance and a lead warning was triggered; varying impedance was also stated. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the partial lead was returned in segments and analyzed.the analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had an insulation breach and it was oversensing. It was also reported that the ra lead issues resulted in a high number of mode switches of the device. The ra lead was explanted and replaced.